Event description:
It was reported that the left ventricle lead exhibited low pacing impedance that was resulting in decreased battery longevity faster than expected. No intervention was performed. No patient consequences.